Manufacturer narrative:
(B)(4).

Event description:
Prior to the implant procedure, it was impossible to program the ICD due to back-up vvi. No patient was involved.

Manufacturer narrative:
Visual inspection was performed and no anomalies were observed. The device was interrogated and detected in backup vvi mode with high voltage (hv) therapy disabled. Analysis of the device image indicated that the device reset was due to a parity error. The reset was replicated in the laboratory when the device was placed in a temperature outside of the operating range. The reset was likely due to the device being exposed to an extreme temperature.